Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) recommended to increase the threshold alert, and the plan is to continue to monitor the patient. No adverse patient effects were reported. This rv lead remains in service.